Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be used in the common bile duct during a stent placement procedure performed on an unknown date. According to the complainant, during the procedure, the stent would only partially deploy. The partially deployed stent was removed from the patient and the procedure was completed with another wallflex biliary partly covered stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Reported event of stent partially deployed. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.